Event description:
Instrument malfunction. No harm was evident. Tip of coblator wand suspected to be missing; possible that it was retained in patient's turbinate. Nasal cavity thoroughly inspected, and right maxillary sinus inspected and irrigated without identifying a foreign body. Manufacturer of wand contacted and confirmed that the item was detectable with x-ray. An x-ray was obtained at the end of the procedure and was confirmed by radiologist to be negative for any retained foreign bodies. After inspecting packaging, it was found that instrument had expired on 11/19/2021.